Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart test. No error alarm orunexpected restart noted. The device was received with intermittent button response due to corroded keypad traces. No ramping numbers noted.scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 184 mg/dl. Troubleshooting was performed. The device was returned for analysis.